Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc device. A caregiver reported that incorrect (unspecified) scans were received on the sensor and the customer experienced unspecified hypoglycemia symptoms. The customer self-treated with food but then became hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who obtained blood glucose results of 54 mg/dl and 70 mg/dl. The customer was treated with oral glucose and a few hours later, the hcp obtained readings of 130 mg/dl, 160 mg/dl, and 180 mg/dl on their meter. No further information was provided. There is no information to indicate that the device caused or contributed to the reported death.